Event description:
The customer reported a contained cap piercer leak on the left hand side near the wick involving the unicel dxc 800 synchron system. The customer stated that fluid did not leak onto the sample tube tops and no erroneous results were generated. The customer was wearing personal protective equipment consisting of gloves, eyewear and a laboratory coat and no exposure or injury was reported. There was no change or affect to patient treatment in connection with this event. A beckman coulter field service engineer (fse) was dispatched and discovered remnants of broken blade in the cap piercer assembly. The fse removed all pieces of broken blade and cleaned the cap piercer. Cap piercer alignments were performed and repair was verified per established procedures. Failure mode is attributed to the broken blade pieces in the cap piercer.

Manufacturer narrative:
Results: broken blade pieces in the cap piercer. (B)(4).